Manufacturer narrative:
No product is being returned for evaluation. (B)(4)

Event description:
Both the white suture and white/blue suture broke almost at the same time during rotator cuff repair. Customer claims the technique was the same as always. Sutures were stained brown at the break and the customer is concerned that the stain had something to do with the break. The anchor remains in the patient. It is unknown if it is secured or unsupported. Was a knot pusher or any other ancillary devices being used when the sutures broke? --> no. A backup device was available.